Manufacturer narrative:
Section b1: corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) alarming and the driveline being disconnected was not able to be confirmed. No log files related to the controller were submitted for review and no products returned to abbott for analysis. Provided information indicated that the patient had two system controllers in their lap when they arrived at the hospital; each were connected to one battery and the driveline was loosely connected to the primary system controller,(B)(6). It cannot be conclusively determined if a controller exchange was completed, but the provided information appears indicative that an exchange was attempted. It was reported that the driveline was immediately reconnected to the primary system controller upon the patient¿s arrival, and the lvad hum was then audible. The patient was intubated, defibrillated, and given medication, but ultimately passed away. The root causes of the reported driveline disconnection and alarms were not able to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to never exchange their system controller without having a competent, trained caregiver at their side. The patient is also cautioned to follow all alarm instructions, including calling the hospital. ¿the system controller driveline connector¿ states that it is impossible to connect (or disconnect) the controller driveline connector without moving the driveline safety lock into the ¿unlocked¿ position. ¿replacing the running system controller with a backup system controller¿ describes how to perform a system controller exchange with one or two power sources available. In both methods, the patient is instructed to align the white arrow on the driveline cable connector with the white arrow on the system controller driveline connector. After the driveline is transferred to the backup system controller, the patient is instructed to close the safety lock. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those which would display ¿call hospital contact¿ and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was taken to the emergency department. The patient was cool and dusky with mottling from the chest to the toes upon arrival. The system controller was alarming "call hospital contact." The patient had no pump hum upon examination and the rhythm was asystole or fine ventricular fibrillation on telemetry. The patient had 2 system controllers on their lap upon arrival, each connected to one battery, but the driveline was only loosely connected to one of the system controllers. The details leading up to the driveline misconnection were unknown. The nurse immediately connected the driveline, and the pump hum became audible. The patient was intubated during this time. The rhythm remained asystole or fine ventricular fibrillation. Advanced cardiovascular life support (acls) drugs were administered, and the patient was defibrillated at 200 joules with no improvement in rhythm. The patient coded and passed away. The outcome was not considered device related. The device operated as expected.